Event description:
It was reported that during an attempted interventional procedure of the renal artery, the 4.0x12 herculink elite could not completely cross the target lesion and during removal the stent dislodged and remained in the vessel plaque. The dislodged stent was retrieved with an unspecified snare device. There was no reported pt effect. The vessel was re-wired and a 4.0x15 herculink elite was used successfully. It was noted by two physicians viewing the angiogram that either a dissection or a thrombus was distal to the stent, however, was concluded to be thrombus. The pt was given heparin and a thrombectomy was attempted. The pt was reportedly in stable condition but the procedure was continuing as the physicians were 'intervening on the clot'. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record could not be performed. A f/u will be submitted with all relevant info. The herculink elite (part 1011487-12, lot unk) is being filed under a separate MFR#.